Event description:
Caller reported a cartridge alarm 20, and there was no adverse impact to the customer's blood glucose level. Customer was advised by technical support that a replacement pump would be provided, as the current pump had experienced similar issues in the past. The pump was still under warranty, and the customer was informed about the receipt of a pump with updated software. Customer agreed to follow instructions for returning the problematic pump and acknowledged the need to program settings and connect the cgm to the replacement pump.